Manufacturer narrative:
Stryker performed an initial evaluation of the device and confirmed the reported issue.stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection stryker observed that the device unexpectedly lost power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.